Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the objective lens had a scratch, adhesive on the bending section was detached, bending section had discoloration, connecting tube has a scratch, scope-cover had a scratch, grip had a scratch, forceps channel port is shaved, suction-cylinder was shaved, switch 1 had a scratch, universal cord had a scratch, lens guide-cover glass has a dent, scope connector has a scratch, scope cover unit has a scratch and wear of angle wire. Additionally, the bending angle in up/down direction does not meet the standard value, wear of angle wire, the play of up/down knob is out of the standard value, damage on the k-wire, forceps raising angle does not meet the standard value, lens guide lens has a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, image appears on the monitor, but was noisy with duodenovideoscope. Upon inspection and testing of the returned unit, the forceps elevator had foreign material, the connecting tube was dirty, right/ left knob was dirty and the plastic distal end cover was dirty. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the end user and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. The suggested events are detectable and preventable by handling the device in accordance with the following ifus: ¿tjf type 150 operation manual chapter 3 preparation and inspection (detection way) and tjf type 150 reprocessing manual 3.5 manual cleaning (preventive measures)¿. The end user follows the reprocessing steps per the IFU. The customer does manual clean within an hour after the procedure, and if not, pre-soaking is performed. Pre-cleaning was not delayed following the reported procedure. The forceps elevator was raised and lowered three times in water during aspiration. The forceps elevator was brushed, soaked in detergent solution, and flushed appropriately. The distal end was brushed. No physical damage was observed surrounding the foreign material area. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred during an therapeutic stone-removal procedure and did not cause any delays. The patient was under general anesthesia for the procedure. The scope was inspected prior to use, and the procedure was completed using the same device.